Manufacturer narrative:
(B)(4). Wedge band bypass the analysis results found that the atw35 device was returned in good conditions and with a cartridge reload present. The reload was noted to have a wedge band bypass as the left side was 3/4 fired and the right side was fully fired. The cartridge lockout was found normal. In addition the sled was found damaged. In addition, one b-formed staple was received inside a small bag. The damaged found on sled is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When the mechanism is forced the wedge band can bypass the sled. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference instructions for use for additional instructions. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended, the staple line was complete and the staples were note to have the proper b-formed shape. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device misfired and the staples did not form correctly. No other information was given. There were no adverse consequences for the patient.